Event description:
Patient in cath lab for pci to rca. While attempting to place stent in rca, the shaft broke off of a 4.0x15 balloon after multiple inflations in the rca. All parts of the balloon was removed from the rca and patient using the guidewire. Rca was very tortuous and calcified. FDA safety report ID# (B)(4).